Manufacturer narrative:
Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation.(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A patient reported sever ghosting one week post lasik in a patient's right eye. Patient noticed this while looking at white subtitles on the television. This is noted to appear in the lower right when patient is looking at a bright objects inside or in a dark environment. Patient reports symptoms are not improving. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.